Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /chronic / pelvic area'), genital haemorrhage ('general abnormal bleeding') and autoimmune hypothyroidism ('autoimmune hypothyroidism') in a 38-year-old female patient who had essure (batch no. A1602032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis of venous sinuses, penicillin allergy, sulfonamide allergy, uterine bleeding, irritable bowel syndrome, thyroid disorder, smoker and temporomandibular joint disorder. Current weight 248 lbs. Concurrent conditions included hypertension, hypothyroidism, rheumatoid arthritis, itchy skin, rash, nabothian cyst and uterine bleeding. Concomitant products included lisinopril from (B)(6) 2016 to (B)(6) 2018 for hypertension, levothyroxine from (B)(6) 2011 to (B)(6) 2018 for hypothyroidism, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2018 for rheumatoid arthritis, enoxaparin sodium (lovenox) for thrombosis of venous sinuses as well as baclofen from (B)(6) 2016 to (B)(6) 2017, fluticasone propionate (flonase) from (B)(6) 2016 to (B)(6) 2018, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder/urinary problems: uti/ infection (bladder urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/ headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("psych injury / psychiatric problems conditions: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune hypothyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic") and back pain ("back pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, autoimmune hypothyroidism, abdominal pain, back pain, dysmenorrhoea, menorrhagia and urinary tract infection had resolved and the vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: as per current pfs, the date is (B)(6) 2011 and as per previous summons it is (B)(6) 2013. The patient received treatment for pain, bleeding, autoimmune, bladder/urinary. 1st po check after hysterectomy on (B)(6) 2017 pt states her incision site has opened up twice - she had her pcp take a look at it - they did a swab and put pt on cipro for possible infection.presents for initial post op examination. Feeling well. Saw pcp for possible wound infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.79 kgs. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, back pain, dysmenorrhea, headaches, dyspareunia, depression, vaginal discharge. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding (vaginal), apareunia, depression, mental anguish, migraines/ headaches, nausea, dyspareunia, vaginal discharge, fatigue, weight gain were added. Date of insertion was updated. New reporters, patients demographics, patient medical history, concomitant conditions and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /chronic / pelvic area') in a 38-year-old female patient who had essure (batch no. A1602032-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis of venous sinuses, penicillin allergy, sulfonamide allergy, uterine bleeding, irritable bowel syndrome, thyroid disorder, smoker and temporomandibular joint disorder. Current weight 248 lbs. Concurrent conditions included hypertension, hypothyroidism, rheumatoid arthritis, itchy skin, rash, nabothian cyst and uterine bleeding. Concomitant products included lisinopril from (B)(6) 2016 to (B)(6) 2018 for hypertension, levothyroxine from (B)(6) 2011 to (B)(6) 2018 for hypothyroidism, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2018 for rheumatoid arthritis, enoxaparin sodium (lovenox) for thrombosis of venous sinuses as well as baclofen from (B)(6) 2016 to (B)(6) 2017, fluticasone propionate (flonase) from (B)(6) 2016 to (B)(6) 2018, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder/urinary problems: uti/ infection (bladder urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/ headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("psych injury / psychiatric problems conditions: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), autoimmune hypothyroidism ("autoimmune hypothyroidism"), abdominal pain ("abdominal pain, chronic") and back pain ("back pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, autoimmune hypothyroidism, abdominal pain, back pain, dysmenorrhoea, menorrhagia, urinary tract infection and vaginal haemorrhage had resolved and the female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: as per current pfs, the date is (B)(6) 2011 and as per previous summons it is (B)(6) 2013. The patient received treatment for pain, bleeding, autoimmune, bladder/urinary. 1st po check after hysterectomy on (B)(6) 2017 pt states her incision site has opened up twice - she had her pcp take a look at it - they did a swab and put pt on cipro for possible infection.presents for initial post op examination. Feeling well. Saw pcp for possible wound infection diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.79 kgs. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, back pain, dysmenorrhea, headaches, dyspareunia, depression, vaginal discharge. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome for event abnormal bleeding (vaginal) was updated to recovered/resolved. Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /chronic / pelvic area'), genital haemorrhage ('general abnormal bleeding') and autoimmune hypothyroidism ('autoimmune hypothyroidism') in a 38-year-old female patient who had essure (batch no. A1602032-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis of venous sinuses, penicillin allergy, sulfonamide allergy, uterine bleeding, irritable bowel syndrome, thyroid disorder, smoker and temporomandibular joint disorder. Current weight 248 lbs. Concurrent conditions included hypertension, hypothyroidism, rheumatoid arthritis, itchy skin, rash, nabothian cyst and uterine bleeding. Concomitant products included lisinopril from (B)(6) 2016 to (B)(6) 2018 for hypertension, levothyroxine from (B)(6) 2011 to (B)(6) 2018 for hypothyroidism, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2018 for rheumatoid arthritis, enoxaparin sodium (lovenox) for thrombosis of venous sinuses as well as baclofen from (B)(6) 2016 to (B)(6) 2017, fluticasone propionate (flonase) from (B)(6) 2016 to (B)(6) 2018, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder/urinary problems: uti/ infection (bladder urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/ headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("psych injury / psychiatric problems conditions: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune hypothyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic") and back pain ("back pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, autoimmune hypothyroidism, abdominal pain, back pain, dysmenorrhoea, menorrhagia and urinary tract infection had resolved and the vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: as per current pfs, the date is (B)(6) 2011 and as per previous summons it is (B)(6) 2013. The patient received treatment for pain, bleeding, autoimmune, bladder/urinary. 1st po check after hysterectomy on (B)(6) 2017 pt states her incision site has opened up twice - she had her pcp take a look at it - they did a swab and put pt on cipro for possible infection.presents for initial post op examination. Feeling well. Saw pcp for possible wound infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.79 kgs. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, back pain, dysmenorrhea, headaches, dyspareunia, depression, vaginal discharge. Most recent follow-up information incorporated above includes: on 27-sep-2019: update of information (batch is not valid). Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /chronic'), genital haemorrhage ('general abnormal bleeding') and autoimmune hypothyroidism ('autoimmune diagnosed: hypothyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune hypothyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune hypothyroidism, abdominal pain, back pain, dysmenorrhoea, menorrhagia and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, autoimmune hypothyroidism, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: as per current pfs, the date is (B)(6) 2011 and as per previous summons it is (B)(6) 2013. The patient received treatment for pain, bleeding, autoimmune, bladder/urinary. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure on (B)(6) 2011: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events added - abdominal pain, dysmenorrhea (cramping), menorrhagia, genital bleeding, autoimmune hypothyroidism, psychological trauma, back pain and uti. Previously reported event of physical pain updated to physical pain/pelvic pain. Outcome of the events updated and added. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.